Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, the novaflex+ delivery system balloon burst during maximum inflation. Post deployment of the 20mm sapien xt valve, there was severe mitral regurgitation (mr) noted. There was slightly more calcification present equally in the non-coronary cusp (ncc) and bulging calcification in the sinotubular junction (stj). A 20 mm sapien xt valve was slowly inflated with nominal volume using the delivery system balloon. The balloon ruptured at the moment the valve was fully expanded. The valve was deployed in a 60:40 aortic position as intended. Since paravalvular leak was trivial, no post dilation was performed. There was a difficulty upon insertion of a safari guidewire; when the wire was placed in the apex using a pigtail catheter. No abnormality including mr was observed during the guidewire manipulation or insertion of the delivery system. At the echo evaluation post deployment of a 20 mm sapien xt valve, severe mr was found. Echo showed chordae tendineae rupture, which would be followed up without treatment since the patient was inoperative. As an intra-cardiac echocardiography was also used during the procedure, it was unknown when the rupture happened or what caused the rupture.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. The transfemoral training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guidecath is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, the cause of the chordae tendinae rupture cannot be determined. However, per report there was difficulty advancing the guidewire at the beginning of the procedure. It is possible that this difficulty may have contributed to the event. The novaflex+ delivery system was returned to edwards lifesciences for evaluation. The following was observed upon visual inspection: a longitudinal to radial tear was confirmed on the balloon. The balloon was observed to be separated in 2 pieces. There were no components detached or missing. There was a slight kink/bend in guidewire shaft near the pad print location for crimping, possibly due to return device packaging/ shipping and scratches along the distal end of the flex catheter near the flex tip. No other visual abnormalities were observed. No relevant functional testing could be performed on the complaint device due to its condition (balloon burst). The reported balloon burst was confirmed based on the condition of the returned device. Visual inspection of the balloon did not reveal any abnormalities that could have contributed to the complaint event and dimensional inspection of the device revealed that the balloon wall thickness was within specification. Therefore, no manufacturing non-conformance was identified on the returned device. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. In this case, per report ¿there were slightly more calcification present equally in the non-coronary cusp (ncc) and bulged calcification in the sinotubular junction (stj).¿ additionally, a slight kink was observed on the guidewire shaft and scratches were noted on the flex shaft during evaluation of the returned device. Based upon the reported calcification and visual inspection, it is suspected that the failure mode is likely due to patient factors (calcification) and the slight kink/bend may be due to patient tortuosity or the procedural techniques used to navigate and deploy the valve in the mitral valve position. At this time, sapien xt implantation with novaflex+ delivery system is not indicated for thv placement in the mitral position. However, based on the available information, it is most likely that calcification of the native annulus contributed to the reported balloon burst. The complaint was confirmed for balloon burst, but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the march 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.